Event description:
A nurse reported that a ccpd pt developed peritonitis after leakage from the clamp used to clamp off the peritoneal dialysis tubing. The pt was treated successfully with antibiotics.